Manufacturer narrative:
(B)(4). D10: pn: cp111207, ln: 885120, custom avl tibial bushing set. Pn: cp561286, ln: 883640, 9mm short cps anchor plug. Pn: cp115759, ln: 077630, 9x25mm 400lb shrt cps spdl. Pn: cp114019, ln: 885170, 10mm rs avl tib brng. Pn: cp115761, ln: 077530, cust 10mm rs avl yoke. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is being considered for a revision due to decreased range of motion. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available.